Manufacturer narrative:
Patient felt the device was ineffective, so had it explanted and was converted to another treatment modality. Explanted devices were disposed of onsite therefore no analysis could be performed. No further action to be taken.

Event description:
No significant symptom relief. Per the provider, the patient had several gastrointestinal issues and procedures, making the patient a hard case for treatment. And that the gastrectomy (roux-en-y) surgery is one of the last possible efforts to minimize symptoms. The patient did not have significant symptom relief with the enterra therapy, leading her care team to decide to remove the system and do a partial gastrectomy.